Event description:
It was reported that on (B)(6) 2022 the patient received the following results within 15 minutes: 133 mg/dl (system 1) and 45 mg/dl (system 2) and on (B)(6) 2022 the patient received the following results within 15 minutes: 134 mg/dl (system 1) and 80 mg/dl (system 2).

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.